Manufacturer narrative:
(B)(4). Eval: one swg was returned. The introducer needle was not returned. The guide wire was visually examined. The returned j-tipped guide wire met specs. There was one bend observed at 2.0 cm and one kink at 42.0cm from the j-tip; the welds were intact and no separations were observed the customer stated that while inserting the guide wire through the needle they had difficulty and the guide wire unraveled. However, the needle was not returned and the guide wire returned was not unraveled so it is not clear what the customer experienced. The IFU for this product warns about possible damage to the guide wire if the guide wire is withdrawn against the needle bevel, and warns about possible cuts to the guide wire from the scalpel after enlarging the puncture site if scalpel is not in a protected position and contains warnings against applying excess force to the spring wire guide during removal. The IFU also provides instructions for removing the spring wire guide if resistance is encountered. The reported complaint of difficulty inserting the guide wire through the needle resulting in an unraveled guide wire could not be confirmed through visual examination of the returned guide wire. This is one of 2 records reflecting multiple occurrences of MFR control no. (B)(4). Add'l occurrences are documented as MDR # 1036844-2009-00066. Until (B)(4) 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(4) 2009 through (B)(4) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(4) reports. Please refer to the MDR for the original complaint referenced above for the follow-up for this MDR.

Event description:
It was reported by the physician that he had trouble with the spring wire guide (swg) during insertion. There were no pt complications reported. Add'l info received by the sales rep on (B)(4) 2009 stated the physician had difficulty while inserting the swg through the needle. The swg unraveled and a new kit was opened and used. No further details are available.